Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2023-16167 as the operating record related to this complaint.

Manufacturer narrative:
Please see MDR 9617229-2023-16167 as the operating record related to this complaint.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device. This record was previously unreported in error.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4. On 02/nov/2023 it was informed the physician's office shipped back three devices. As device information for this case is in question, the record has been updated to capture unknown mammary until the device is received in the lab.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarification to h.6.: b14- device information was removed. Additional, changed, and/or corrected data: d1, d2, d4, h4.

Manufacturer narrative:
E1. Zip code continued: (B)(6). H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.